Manufacturer narrative:
Concomitant products: 1388t lead, implanted: (B)(6) 1997. This lead was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this lead performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that intra-operatively, during a device change out, the patient's chronic right ventricular (rv) lead was connected to the new device. The rv lead then exhibited low impedance and intermittent loss of capture. The physician also noted insulation damage on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.